Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "fatigue fracture of components can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union or excessive weight." Product location unknown.

Event description:
Patient was revised approximately nineteen months post-implantation due to fracture of the polyethylene bearing. The polyethylene bearing was removed and replaced.